Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to slightly loose drive support disk. The operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test. The insulin pump was received with corroded battery tube, cracked case at the display window corners, broken battery tube threads and cracked lcd window.

Event description:
It was reported that the customer had normal blood glucose levels of 91 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin was squirting out during manual priming from the insulin pump. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump was sticking out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.